Manufacturer narrative:
On 19-mar-2026, the product investigation was completed. On 24-mar-2026, it was noted that the product receipt date reflected in section d9 of this form has been mistakenly omitted from the previous initial report. The product investigation has since been completed and those findings are below. Investigation summary: the team was successfully able to complete case start and run a pump effectively. The cause of the optical sensor system error message was most likely an air gap from the pump not being effectively optically connected. Subcomponent name: optical bench. Material number: 0042-3015p. Lot number: 1458200. Serial number: (B)(6). There were no internal actions in the most recent review before the complaint occurrence date. There were no other complaints were associated with the subcomponent lot. Summary: there were no issues related to this complaint discovered when reviewing the product history of console (B)(6).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Biomed staff member reported that the sensor connection port on the front of the console was not functioning correctly. No additional details were provided, and no patient harm was reported.